Manufacturer narrative:
The cases (B)(4) pertain the same patient. The medical device remains implanted. Return not possible. (B)(4). The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for a left common iliac arterial aneurysm using gore® excluder® iliac branch endoprostheses (ibe). The patient previously received implantation of gore® excluder® aaa endoprostheses before this procedure. The patient had tortuous anatomy in the left internal and external iliac arteries (iia and eia), but the iliac branch component was deployed without problems. The physician then attempted to cannulate an internal iliac component (iic) into the iia; however, it could not be advanced to the intended position because of the anatomy. The iic was deployed at near the bifurcation level and the landing zone was insufficient. Therefore, an additional iic was attempted to be advanced more distally, but again it was deployed near the position of the first one. Treatment area was extended only 5 mm and there was a type ib endoleak in the iia. Thus, the physician decided to embolize the iia. The distal side of the iia was coil-embolized and the iics were plug-embolized. The final angiography showed no endoleak. The patient tolerated the procedure. The reporting physician commented as follows: it was assumed in advance that catheter delivery would be difficult because of the patient¿s tortuous anatomy in the left iliac artery. Even so, ibe placement was attempted to see if the left iia could somehow be kept open, but the delivery was unable in the end.